Event description:
It was reported that when using the bd pyxis¿ medbank tower aux the user was unable to issue the medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was unable to issue med. A technical support specialist (tss) found that request was made on zero quantity, after that the tss had the client add pharmacy on a 3-way call so that quantity can be updated as the customer was unable to updated, after that the pharmacy updated the quantity, and user was able to log back in and issue medication. The system functioned as intended after the technical support specialist troubleshoots the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.